Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Please note that the initial medwatch report for this product, sent under manufacturing report number 9616099-2009-000949 (B)(4), was one of five reported hub cracks occurring in the same single procedural setting. Additional information received on june 15, 2009, from the reporting affiliate indicates that each of the five hub cracks each occurred in different procedural settings and patients. Based on this new information, a new service request file and an initial medwatch report has been created for this product. This product is now being reported here under current MFR number (B)(4). No further updates will be forthcoming under manufacturing report number 9616099-2009-000949.

Event description:
It was reported by the affiliate that the cypher sds was unable to be deployed due to a crack in the hub. The crack was noted in the unit after crossing the lesion and being unable to deploy the stent. There was no report of patient injury. Additional patient and procedural details have been requested, but have not yet been forthcoming.